Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right ventricular lead (rv) failed to capture at max output. An x-ray was performed and the rv lead was pulled back into the superior vena cava (svc). The lead was explanted and replaced. The patient was in stable condition.